Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken pieces were missing as a result of breakage. Size of missing piece was approximately 2.50 mm x 2.50 mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument tip split. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.